Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient has been blacking out. This right ventricular (rv) lead was exhibiting an elevated impedance measurement of 1000 ohms. The physician suspects there is a product performance issue with this lead. No adverse patient effects were reported.